Event description:
Medtronic received information that following the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, under-expansion of the valve resulting in moderate paravalvular leak (pvl) occurred. Subsequently, the valve was post dilated using a 25 mm non-medtronic balloon. During the post balloon aortic valvuloplasty (bav), the valve dislodged. A second 29 mm transcatheter valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without imaging from pre-implant, during the procedure, and post-implant, a root cause for the incomplete expansion cannot be determ ined. Per evolut instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. This event does not indicate device misuse or malfunction. The event description of moderate paravalvular leak (pvl), does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and in this event, it was most likely a result of the valve not expanding fully. A post balloon aortic valvuloplasty (bav) was performed, so the user was following the IFU. However, the 25mm non-medtronic balloon used for the bav is considered a non-compliant balloon, and per table 3 in the IFU it is listed that when a non compliant balloon is used that the maximum balloon diameter (in mm) should not exceed 1 mm more than the tav waist diameter with an applied inflation pressure of no greater than 2 atm. In this event its unknown what the inflation pressure was applied, however, it appears that the user used too large of a non compliant balloon. So its unknown if this played a role in the valve dislodging. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.